Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed due to high readings. Sensor received with bent cannula, but it was unable to confirm customer received sensor in said condition due to customer returned it opened/used.

Event description:
Customer reported sensor errors and inaccurate sensor readings. She stated her blood glucose was 124 mg/dl, but her sensor reading was 101 mg/dl. Her insulin pump alarmed sensor error and the sensor reading changed to 64 mg/dl. The alert occurred after initialization. The bad sensor alert occurred after a second consecutive calibration error. When he took the sensor out, it was bent in a hook. Customer was advised of proper sensor and calibration methods, and to change out the sensor. Nothing further reported.